Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a low glucose sensor scan of 53 mg/dl as compared to a blood glucose result of 244 mg/dl on a competitor brand meter. The customer experienced symptoms described as sweating and paleness. The customer reported they were given unspecified treatment by a healthcare professional (hcp) and declined to provide any further details. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Accuracy test was performed, and results were within specification. No malfunction or product deficiency was identified. Additional testing has been performed for this issue and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.